Event description:
It was reported that the pt hit his head on the cobblestone. Testing shows that 5 electrode channels are in status "hi" and 4 electrode channels in status "sc."

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.